Manufacturer narrative:
One new primary plum set was received for inspection. No damage or anomalies noted. The set was leak tested per specifications and no leakage was observed. The complaint of leakage cannot be replicated or confirmed. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 12/1/2025.

Manufacturer narrative:
The device has been requested for evaluation, however, it has not yet been received. Used device was discarded and an unused device from same lot will be returned for evaluation. Additional contact information (B)(6).

Event description:
An event occurred on an unspecified date in november 2025 involved a primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, polyethylene lined light resistant tubing, distal microbore tubing, clave y-site, secure lock, 264 cm reported that doxorubicin leakage was detected from the air filter vent. As the sets are contaminated, the affected products have been disposed of in accordance with hospital policies. Two occurrences were reported. No additional distinguishing details or differentiating information were provided. There was patient involvement and no harm/adverse event reported.